Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer does not see well, and accidentally entered an incorrect value into the pump and delivered a bolus. The customer's blood glucose level was 42 mg/dl, and was treated by consuming food. The customer reported that the issue occurred due to user error and having proceeded with delivering the bolus dosing without verifying input.